Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of polymorphic ventricular tachycardia with some functional undersensing that took the device nearly three minutes to detect and treat as ventricular fibrillation. The shock was able to restore cardiac output, but the patient required cardiopulmonary resuscitation and was indicated to have been neurologically impaired and arrived at the hospital having been intubated and on ventilation. Five days later, the patient was indicated to be awake, talking, and neurologically intact, but was anxious that the device took so long to provide therapy. Reprogramming was performed to change the ventricular tachycardia zone and update the wavelet template. The device remains in use. No further patient complications have been reported as a result of this event.